Event description:
The customer reported image quality issues. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the lemo receptacle and interconnect cable. Unit is functional and operates as intended.